Manufacturer narrative:
Complainant initially reported event as a bent balloon on (B)(6) 2015, which is categorized at cnv as a non-reportable event. Complainant confirmed on 4/26/2016 that the reported event was not for a bent balloon, but a burst balloon, which is categorized at cnv as a reportable event. File was updated accordingly and an MDR is being submitted for the event of burst balloon. Analysis is pending updating. Additional information will be submitted within 30 days. (B)(4).

Event description:
It was reported by the hospital contact that when they opened to use the ascent balloon (brs00060900/c24840) was not available to inflate during the prep. They found the burst balloon. It was initially reported that the product will be returned for analysis.

Manufacturer narrative:
It was reported by the hospital contact that when they opened to use the ascent balloon (brs00060900/c24840) was not available to inflate during the prep. They found the burst balloon. It was initially reported that the product will be returned for analysis. Issues identified from the event description: the issue identified from the event description is: balloon area bent upon catheter removal from pouch. However, no bent was found as part of the visual inspection performed for this product complaint. As a result of the functional test executed (balloon inflation), a pinhole in the balloon area was found. Therefore, the issue identified from this product complaint is: pinhole in the balloon area. Possible causes that may have led to this event: refer to the attachment section of this product complaint investigation. Visual inspection: as received, the unit was correctly bagged and sealed. No defects were found during the catheter outer surface inspection except on the balloon area where a pinhole was found as well as crystalized contrast media inside and outside the catheter. The length between balloon proximal seal and the balloon distal seal is 17 mm. This is an indication that the balloon was over inflated which resulted in stretching the balloon and possibly led to rupture. Functional inspection: the catheter couldn¿t be flushed, due to the crystalized contrast media found. An inflation test was performed using water instead of contrast media. As soon as the water reached the balloon area a jet of water was seen. A balloon transport mandrel was inserted though the guiding lumen of the returned unit to verify the balloon bent. As a result no balloon bent was observed. No resistance was felt during the insertion of the balloon transport mandrel. Conclusion: complaint is not confirmed. Even though the issue described in the event description is balloon bent, no balloon bent was found as a result of the visual inspection conducted. The issue identified from this product complaint is: a pinhole in the balloon area. The investigation showed a pinhole in the balloon area as a result of an inflation test executed. Water instead of contrast media was used for the inflation test. As soon as the water reached the balloon area a jet of water was seen. A prior investigation revealed that one of the possible failures when the balloon is over inflated 1 mm above its label diameter is the occurrence of a pinhole leak. The length between balloon proximal seal and the balloon distal seal for this returned unit is approximately 17 mm. This is an indication that the balloon was over inflated which resulted in stretching the balloon and possibly led to rupture, no additional damage around the pinhole was observed. The root cause of this product complaint appears to be balloon over inflation. All the causes identified are discarded since 100% leak testing is performed on each balloon catheter before it is released to determine whether the balloon leaks, so it is not likely that the balloon left codman neurovascular with this type of failure. No issues related to this product complaint were found in the DHR review executed for this lot# c24840. Therefore, no corrective actions will be taken at this time. Note: on april 26, 2016, after failure analysis completion, it was known that no bend was found. However, a pin hole in the balloon area was noticed. Based on this finding (pin hole in the balloon area) the representative was contacted. As a result, it was known that there was a mistake at the time of describe what happened with this unit in the field. Per email sent by the rep. The balloon couldn¿t be inflated during the prep, the balloon was found burst instead of bent. However, the issue that involved this product complaint is a pin hole in the balloon area, it is not a balloon burst either. No update in the investigation is performed. (B)(6). (B)(6) 2016.